Event description:
A thermal event occurred with the battery on the stretcher. The fire was contained to the stretcher and had self-extinguished by the time it was discovered. The stretcher was out of service at the time of incident and had not been used or activated in approximately 5-6 days. There were no injuries associated with the incident. The serial number of the battery installed on the stretcher could not be identified due to damage and the facility does not have a serial # tracking system for batteries assigned to stretchers. The condition of the battery prior to the incident is also unknown. A representative from the manufacturer conducted a preliminary onsite visit following the incident and the stretcher is being returned to the manufacturer for further analysis.

Manufacturer narrative:
A ferno representative completed a visual evaluation at the customer location on 8/7/2022. The reported issue was confirmed. The customer was provided a replacement stretcher and the damaged product was returned to ferno for further evaluation and disposal. After further investigation with the component manufacturer, field correction z-0184-2023 (event ID 90957) was initiated on 10/7/2022 to remove and replace all batteries manufactured in the identified date range.

Event description:
A thermal event occurred with the battery on the stretcher. The fire was contained to the stretcher and had self-extinguished by the time it was discovered. The stretcher was out of service at the time of incident and had not been used or activated in approximately 5-6 days. There were no injuries associated with the incident. The serial number of the battery installed on the stretcher could not be identified due to damage and the facility does not have a serial # tracking system for batteries assigned to stretchers. The condition of the battery prior to the incident is also unknown. A representative from the manufacturer conducted a preliminary onsite visit following the incident and the stretcher is being returned to the manufacturer for further analysis.